Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for tube push off was not observed. In addition, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unknown acquisition device, tube push off was seen with one device. As a result, the nurse flicked the needle and experienced a needlestick injury. The needle was of a patient with syphilis. Post exposure testing or medical intervention is unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ lithium heparinn (lh) blood collection tubes, tube push off was seen with one tube. As a result, the nurse flicked the needle and experienced a needlestick injury. The needle was of a patient with syphilis. Post exposure testing or medical intervention is unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. B.5: describe event or problem: it was reported while using an unknown acquisition device, tube push off was seen with one device. As a result, the nurse flicked the needle and experienced a needlestick injury. The needle was of a patient with syphilis. Post exposure testing or medical intervention is unknown. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using an unknown acquisition device, tube push off was seen with one device. As a result, the nurse flicked the needle and experienced a needlestick injury. The needle was of a patient with syphilis. Post exposure testing or medical intervention is unknown. No adverse impact was reported regarding the patient or user.